Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:22:42. During night drain cycle four, the patient's ultrafiltration reading was 1200ml, indicating the home patient (hp) drained 1200ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1200ml during drain cycle 4 during therapy initiated on (B)(4) 2012 21:22:42, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed cycle 4 drain was completed on (B)(4) 2012 at 06:40 and the user's actual drain volume during cycle 4 was 3198ml. The actual drain volume of 3198ml in cycle 4 is 159.9% of largest prescribed fill volume (lpfv) of 2000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.